Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had sensor glucose versus blood glucose value difference. Customer current blood glucose value is 200 mg/dl and current sensor glucose value is 60. The customer sensor glucose and blood glucose difference is not within acceptable range. The customer was advised to replaced sensor and return for analysis. The customer reported via phone call that she had calibration error alarm. Customer's blood glucose at time of incident was 200 mg/dl. Customer is experiencing intermittent calibration error and change sensor alarm. The customer was advised that sensor may be malfunctioning and also advised to change site. The customer was advised to return sensor and we will replaced it.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test, and the sensor passed per specifications. Performed bicarbonate buffer testing and the sensor passed with accurate readings.